Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation nested in a series of pouches. No ancillary devices or cine images from the procedure were received. The returned trellis system included: oscillation drive unit, (odu), with dispersion wire and manifold/catheter. The odu and dispersion wire were examined no abnormality or deformity noted. The odu with dispersion wire were activated and performed as intended. The manifold/catheter was examined. A large football shaped hole was noted in the distal balloon chamber over the distal marker band. The proximal end of the distal balloon chamber exhibited no abnormality or deformity, a 10cc water filled syringe was attached to the proximal stopcock luer lock and the proximal balloon was inflated: no leaks were noted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
After the placement of the trellis device the physician was ready to inflate the distal balloon. The balloon would not inflate. He confirmed contrast in the syringe and inflated the proximal balloon to see if it would inflate. The proximal balloon inflated with no problem. After removing the device from the body the physician tried to inflate the balloon and the balloon had a small hole in it. This hole would not allow the balloon to inflate. Patient condition -the patient began producing fresh clot near the end of the procedure. Formed clot and the new clot was aspirated using an 8f guiding catheter. Approximately 9k units of heparin was given over the 3 plus hours. Approx. 20mg of tpa was used during the procedure. The patient received an ICU bed and had a heparin drip in the bilateral sheaths. The patient was going to be brought back for a re-check and possible redo.